Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested. The following was obtained: please confirm the number of patient/procedures affected by this issue/ there were approximately 20 procedures in which the needle broke. How many devices demonstrated the alleged deficiency on each involved patient event? In the procedures, only one thread was used at a time, and the stitching was either continued with the same thread or cut and overstitched with vicryl. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6). Please provide the product return status nothing will return, they used the suture until it was empty. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. Needle breakage during use. According to hcp, approximately 30 times. A small piece of the tip broke off. All the tips were successfully removed from the patient. No part remain in patient. There were no patient consequences reported. Additional information was requested.